Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that, after approximately 2 months of support, the patient had elevated lactate dehydrogenase (ldh) and power spikes. The patient subsequently received a pump exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.